Manufacturer narrative:
The cause for the discordant advia centaur xp chiv results is unknown. The patient samples are not at available for further testing and investigation at the manufacturer site. Service was not dispatched for this issue. The customer had switched off the instruments. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The customer has not provided the lot numbers, therefore the UDI numbers can not be provided.

Event description:
(B)(6) advia centaur xp hiv ag/ab combo (chiv) results were obtained on samples from several patients for the period december 2014 thru may 2015 and were discordant with an alternate method. The results from the alternate method were (B)(6). Western blot testing was also performed on the patient samples at a later date. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp chiv result.

Manufacturer narrative:
The customer had switched off the instruments and the data could not be obtained. The customer is not going to be providing any data or information with regards to this event. Siemens is unable to provide any further information or possible causes for the false negative results. The cause for the discordant advia centaur xp chiv results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.